Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 5 of 32) in the article "wound complications following olecranon fracture fixation: implant and soft tissue considerations" by ahmad, f.; et al, the authors performed a multicenter, retrospective, case-control series was to investigate patient- and treatment-specific factors associated with wound breakdown following olecranon fracture fixation. They identified patients at their two participating academic centers who were operatively treated for olecranon fractures and those who subsequently underwent a re-operation secondary to postoperative wound breakdown. Thirty-two (32) patients underwent internal fixation and subsequent wound breakdown. Images were reviewed on all potential study patients to assure they had proximal ulna or olecranon fractures that were treated with pre-contoured olecranon plates or tension band wiring. The olecranon plates that had been used were either acumed plates or plates from a different manufacturer. Thirty-four (34) patients had acumed plates were twenty-seven had plates from a different manufacturer. The results determined thirty-two (32) patients who underwent internal fixation had subsequent wound breakdown. It is unknown how many of these thirty-two (32) patients had acumed plates implanted. The mean time to wound breakdown in the study was 37 days and was reported as soft tissue breakdown with no documentation of surgical site infection. There are 32 related report numbers for this event 3025141-2023-00451 through 3025141-2023-00482.